Event description:
It was reported that pump displayed malfunction code 199 in tandem source, indicating pump malfunction, and later showed malfunction code 12 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, then arranged to switch to multiple daily injections as backup therapy, and technical support arranged pump replacement under warranty, confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days using supplied materials.